Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that for a probe, during the operation, two pieces of white plastic came off. The plastic parts were removed from the wrist.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: material fragmentation probable root cause: non-conforming component, poor assembly process, misuse. Use errors probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub excessive force used when inserting of removing probe, probe inserted into obstructed passageway, or any forceful impact to the tip of the probe with rigid objects excessive use of device beyond stated lifetime the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that for a probe, during the operation, two pieces of white plastic came off. The plastic parts were removed from the wrist.